Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 311.431, lot 8353325: manufacturing site: bettlach. Release to warehouse date: march 27, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the received handle is in a used condition with slight scratches. No other damages are visible. An internal functional test with another drill bit was performed. The complaint condition was in this constellation unconfirmed, as the drill bit could be attached and detached to the handle as intended. The handle is rated as unconfirmed since the article has passed the functional test as described above. Afterwards and with the provided information, it is not possible to determine the exact cause of the complained issue. It is likely that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a removal surgery using an unknown variable-angle (va) locking compression plate (lcp) distal humerus plate, the surgeon had a hard time connecting and detaching an unknown drill bit to a handle with quick coupling in question. The following day, another handle was used in another surgery. At that time, the drill bit connected to the handle smoothly. The surgery was completed successfully although it was not reported how the surgery was finished. Patient is in stable condition.  Concomitant device reported: unknown drill bit (part# unknown, lot# unknown, quantity 1) and unknown plate (part# unknown, lot# unknown, quantity 1).  This complaint involves one (1) device. This report is 1 of 1 for (B)(4).